Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) pump connection failure at the case start. The aic was replaced as the backup controller was used for the case support. No harm or injury to the patient from the delay.